Event description:
The customer received a blood glucose reading of 50mg/dl on the contour meter and began eating something to raise it. He retested and received a reading of 52mg/dl. He felt dizzy and had a headache. He did not receive medical treatment. The test strip information was not provided. A new meter was sent to the customer.